Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg could not be functionally tested due to damaged bal-seal springs in both the lower and upper header ports. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR report #s 1627487-2011-00660, 1627487-2011-00661, 1627487-2011-00662, 1627487-2011-00663, 1627487-2011-00664 and 1627487-2011-00665. The pt received two scs systems. One system included an ipg, four percutaneous leads and two lead extensions. The other system included an ipg and two leads (from different lots). It was reported that both systems were explanted on (B)(6) 2011 due to allegations of ineffective pain relief. No further details were provided.